Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, a patient was presented with grade 5 functional tricuspid regurgitation for a triclip procedure. 2 triclips were implanted. The tr was reduced to grade 1-2 post procedure. On a 30 day follow up, triclip 50110r1102 was observed to be completely dislodged from anterior and septal leaflet. Patient returned symptomatic with recurrent tr of grade 5. On (B)(6) 2025, 2 triclips were implanted to stabilize the dislodged triclip. The tr was reduced to grade 2.there was no clinically significant delay.

Event description:
On (B)(6) 2025, a patient was presented with grade 5 functional tricuspid regurgitation for a triclip procedure. 2 triclips were implanted. The tr was reduced to grade 1-2 post procedure. On a 30 day follow up, triclip 50110r1102 was observed to be completely dislodged from anterior and septal leaflet. Patient returned symptomatic with recurrent tr of grade 5. On (B)(6) 2025, 2 triclips were implanted to stabilize the dislodged triclip. The tr was reduced to grade 2.there was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip expulsion was unable to be determined. The reported foreign body and tricuspid valve insufficiency/ regurgitation are cascading effects of the reported expulsion. Tricuspid regurgitation is a known possible complications associated with triclip procedures. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.